Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.the label review found the labeling adequate for the possible use error in this complaint. (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during last fill, during refilling the heater. The caller switched the heater bag while the home patient (hp) was connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(4) 2011 in regards to a check supply line alarm and she said that she was aware of the patient having switched the heater bag while connected. She went over with them the proper procedures on the home choice. She did not have a lot number or sample available. She said since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.